Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen inside the iab and tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. No blood was visible inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).